Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Reportedly, the customer changed out all of the supplies on the pump. During the most recent occurrence on (B)(6) 2017, the customer did not observe insulin dripping from the end of the infusion set tubing. Tandem technical support educated the customer that during the occlusion alarms, the blockage was most likely in the tubing or cartridge. Tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusions as the supplies had been changed prior to calling. Reportedly, the customer's blood glucose (bg) meter registered a "high" reading with high levels of ketones. To address the bg level, the customer delivered a manual injection.